Manufacturer narrative:
B3: event date: the event occurred on an unspecified date, reported as over the past 3-4 weeks (12/15/2023- present). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between november 9, 2023 - november 10, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.